Event description:
During a follow-up 1.5 months after implantation, the device involved in this MDR report was found in standby mode after a defibrillation external shock. The device was re-initializated; however, high impedances and pacing/sensing failures were observed. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Investigation (device). The returned unit could not be interrogated; in addition, no pacing pulses were delivered. The device was opened to have direct access to internal components: a high consumption was measured (around 800 ua); protective components, including protective diodes were no more functional (identified as "zen module" in the electrical drawing g072a). These damages most likely resulted from the external defibrillation shock. General overview of the cofired with the "zen module" (s977). Conclusion: the absence of output observed while implanted and absence of telemetry and output on the returned unit resulted from damages of the protecteve components (including the protective diodes), which induced an overconsumption. These damages most likely resulted from the external defibrillation shock. The symphony dr 2550 devices are implantable cardiac pacemakers, intended to threat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements (pren45502-2-1: active implantable medical devices, part 2: particular requirements for active implantable medical devices intended to threat bradyarrhythmia (cardiac pacemakers). The observed event (absence of telemetry and output after an external shock) is a well know adverse event that may occur on active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the patient's body", as mentioned in the labeling.